Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be partially blank. The device's lcd screen was replaced to address the issue.